Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb (etlw1613c199ej) was intended to be implanted during the endovascular treatment of a 43mm enlarged common iliac artery aneurysm. The patient had previously undergone evar where a medtronic stent graft was implanted for an aaa approximately 12 years previous. There was no migration noted and it is unknown if a ib endoleak was present with the enlarged common iliac. It was reported during procedure on (B)(6) 2024, after embolization of the internal iliac artery, an attempt was made to extend to the external iliac artery using the endurant ii limb (etlw1613c199ej). The device was inserted and deployed through the dry seal sheath, and the interior stent graft was lowered as the outer sheath was lowered. However, the device it did not deploy properly, and the limb was retrieved. There was no damage noted to the delivery system packaging or delivery system itself prior to use. There was no vessel thrombus/calcification/ tortuosity present that could of contributed to the deployment problem. There was no issue rotating the back end wheel to retract the graft cover. It was confirmed the deployment steps were followed per the IFU. A replacement stent graft limb of the same size was used and successfully implanted. The treatment was completed without any complic ations. Per the physician the cause the deployment issue was due to device malfunction is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider partially retracted with a gap of 1.2cm between the front graft and slider the first two proximal stent graft rings expanded. A gap of 2.3cm was visible between the stent stop cup and the distal end of the stent graft. The graft cover was bend and curved with a kink visible proximal to the graft cover bond. There was no stretching or necking evident to the graft cover. The stent graft deployed without issue. No issue moving the trigger or external slider to retract and advance the graft cover. There was no deformation observed to the stent graft. The stent graft length was measured at 200mm when deployed. The spiral tubing was kinked with slight separation visible between the spirals. The reported deployment/expansion issue was not confirmed through analysis. Deformation in-vivo was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that when the graft cover began to be retracted by 2-3cm, the stent graft was also lowered and in a compressed form. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.